Manufacturer narrative:
(B)(4).

Event description:
The implantable neurostimulation was replaced due to possible premature battery depletion (see mfg report # 9614453-2009-08354). The pt had difficulties with the new device. The lead was revised due to a lead fracture. The previous lead was quadripolar, the new one was an octad lead. The pt was doing well afterward.